Manufacturer narrative:
Initial

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change, consistent with a failure to infuse, and insulin delivery was successfully resumed after removing all supplies, performing a dry run, and completing the supply change with new components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with infusion performance, with relevance to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.